Event description:
The customer contacted stryker to report that their device did not provide defibrillation energy during a cardiac arrest. There was no report of patient harm associated with the reported event.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker will not request any patient identifying information to be in accordance with regulation (EU) (B)(4) of the european parliament and of the council. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not returned.

Manufacturer narrative:
Stryker has made multiple attempts to contact the customer regarding the status of their device, but no response has been received from the customer. The device was not returned and the cause of the reported issue could not be determined. H3 other text : device not returned for evaluation.

Event description:
The customer contacted stryker to report that that their device did not provide defibrillation energy during a cardiac arrest. There was no report of patient harm associated with the reported event.